Event description:
It is reported that the surgeon felt there was a defect with the poly. He requested a different implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.